Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of a controller internal fault alarm and the controller exchange event were confirmed via the log files review. The log files spanned approximately 2 hours (27aug2022 from 15:06:56 to 16:52:09 per the timestamp). A controller internal fault alarm was activated on 27aug2022 at 15:50:11 due to an ebb test circuit fault. The alarm was started due to the unloaded voltage being above the acceptable threshold. The alarm continued to be active until the controller was deactivated on 27aug2022 at 16:52. The driveline was disconnected on 27aug2022 at 16:50 for a controller exchange. No other notable alarm was observed. The system controller (B)(6) was returned with a backup battery st290-058 in the controller and was submitted for testing. The controller passed all functional testing and could operate a pump for an extended period as intended. The reported event of backup battery faults could not be reproduced during testing, and this analysis did not conclusively determine the root cause of the backup battery fault alarms. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. (B)(6) was shipped to the customer on 22feb2016. Heartmate 3 patient handbook (rev. C) section 2 ¿ ¿how your heart pump works¿ and heartmate 3 instructions for use (rev. D) section 2 ¿ ¿system operations¿ instructs users on how to exchange their system controllers, and state to never exchange their system controller without having a trained, and competent caregiver at your side to assist. Heartmate 3 instructions for use (rev. C) section 7- ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5- ¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot alarms including backup battery fault, replace system controller and controller internal fault. The heartmate 3 patient handbook (rev. D, section 5 ¿alarms and troubleshooting¿) instructs users on how to resolve all alarms that sound from their controller, including alarms associated with controller fault conditions. The heartmate 3 patient handbook (rev. D, section 10 ¿safety checklists¿) instructs users to regularly inspect their equipment, including their system controller, and to replace any equipment that appears damaged or worn. The heartmate 3 patient handbook (rev. D, section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
All available information for conducting this investigation was collected and no additional follow-up attempts will be performed. Initial reporter name and address: reporter postal office or zip code: (B)(6).

Event description:
It was reported that the system controller alarmed with a yellow wrench/call hospital message on the display. The patient decided to exchange their own controller after about an hour. The log files showed an internal controller fault alarm and a backup battery circuit fault alarm.